Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed back to back blood glucose tests with results of 55 and 75 mg/dl. Both tests were done within 10 minutes. Reporter is blind and unable to provide complete information other than someone assisted her in doing a control solution test that was within range.